Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the last three lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected: evaluation codes. Updated: type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Corrected evaluation conclusion from ¿device not returned¿ to ¿device discarded by user, unable to follow-up¿

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.